Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During initial implant, oversensing due to crosstalk was noted on the right ventricular lead. The lead was deactivated and the patient was stable with no consequences.